Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing threshold measurements had changed. An x-ray confirmed that the lead was not in the appropriate position and had dislodged. A repositioning procedure took place and this lead was successfully repositioned. No adverse patient effects were reported.